Event description:
Physician reported a right side rupture. Device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing in the posterior side assessed as inconclusive . (Shell thickness was within specification). No additional observation.

Event description:
Physician reported a right side rupture. Device has been replaced.

Event description:
Physician reported a right side rupture. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.6., d6b.